Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the reservoir of an inflatable penile prosthesis (ipp) was explanted due to an unspecified malfunction. No patient complications were reported in relation to this event. The device was returned for analysis.